Event description:
It was reported on (B)(4)2010 that the 9800 system had a filament regulator error. Then on (B)(6)2010, the customer complained of a ma error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced, the filament and ma were calibrated during the service call. The system was tested and found to be working as intended and put back into service.